Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. Difficulty was experienced recapturing the closure device for repositioning and during recapture the was became kinked. The closure device was recaptured under a continuous injection of iced saline and removed from the patient. The procedure was successfully completed with a second was.